Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and prolapsed posterior leaflet. The first clip, a mitraclip nt (30511r1030), was inserted and grasping was performed. However, difficulties grasping the leaflets occurred. The clip was inverted to reposition the clip. However, the clip became entangle with the subvalvular tissue. It was no longer possible to return to the left atrium. While the clip was still entangled, an attempt to grasp the leaflets was performed, but a gripper actuation issue occurred. Troubleshooting was performed but the issues continued to occur. The clip was not able to grasp both leaflets. Therefore, the clip was deployed on only the anterior leaflet. A second clip, a mitraclip nt (30511r1041), was inserted. However, while aligning the clip, difficulties curving the steerable guide catheter (sgc) occurred. The sgc was able to be operated by applying torque to the shaft itself, and the procedure was continued. Grasping was then performed with the second clip. However, the clip interfered and was unable to grasp the leaflets. Therefore, the clip was removed from the patient. The procedure was completed with one clip implanted, with the mr remaining at a grade of 4+. The patient was transferred to the intensive care unit. On (B)(6) 2024, the patient passed away due to worsening mr.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported issues could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The event was further reviewed by an abbott senior director of medical affairs. The broken gripper line was submitted to the materials characterization lab for further analysis. Based on available information, a cause for the reported difficult leaflet grasping could not be conclusively determined. The reported entrapment of device appears to be related to procedural conditions (clip entangled with subvalvular tissue). However, a cause for the clip becoming entangled with the tissue could not be conclusively determined. The reported difficult gripper actuation and broken gripper line appear to be cascading events of the clip entangled with subvalvular tissue. The reported poor imaging appears to be related to procedural conditions (increasing probe temperature over time). The reported death is a cascading event of the mr. The reported mr, foreign body in patient, and hypotension appear to be cascading events of the entrapment of device. The reported patient effects of mitral regurgitation, death, and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The event was further reviewed by an abbott senior director of medical affairs. The reviewer stated, "case reviewed; no imaging available. In summary, the patient had a failed mitraclip procedure for dmr. The first clip became entangled in the chords and was intentionally deployed as an slda. A second clip was attempted adjacent to the first, however, difficulty was encountered in positioning the sgc and there was interference with the first clip such that the second clip could not be deployed. Thus, only one clip was deployed, and this was intentionally deployed as an slda as noted above. The physicians commented that imaging was challenging in part due to overheating of the tee probe. The following day, the patient became hemodynamically unstable and required mcs; despite this, the patient expired. It is likely that the patient had tissue injury during the clip attempts and was left with worsened mr and this led to the death. There does not appear to be any clear evidence to suggest device malfunction.

Event description:
Subsequent to the initially filed report, additional information was received stating: on (B)(6) 2024, the patient experienced hemodynamic deterioration with worsening mr and low blood pressure. It was noted that hemodynamics could not be maintained without auxiliary circulation and could not be pump forward. The patient passed away due to worsening mr.